Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: an 8fr brite tip sheath and a 0.35x260cm wholey wire mod-j was used in the procedure. The lesion had 80% stenosis and was located in the right common iliac/renal artery. The device was prepped as per IFU with no issues identified. The lesion was pre-dilated with a 2.00mm x 150cm nanocross elite balloon. Resistance was encountered when advancing to the lesion. The device did not pass through a previously deployed stent. It was reported difficulty was encountered trying to deliver the stent over the lesion. The stent would not cross into the left renal artery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use the visipro balloon expandable stent to treat a severly calcified severely tortous lesion in the common iliac/renal artery. There was no resistance encountered when advancing the device. The stent would not cross into the renal artery. Upon removal of the device, the stent came off the balloon as it was being retracted into the sheath. A cutdown was performed to remove the stent.